Event description:
It was reported on (B)(6) 2015 that an infection was found at the generator site. The physician found tissue to tissue to the connecting portion of the generator. The generator was explanted (B)(6) 2015 and no replacement is planned. The device was received for analysis on (B)(6) 2015 and analysis is currently underway.

Manufacturer narrative:
Describe event or problem, corrected data: initial report should have included that the pulse generator passed all manufacturing specifications, including proper sterilization, prior to its release.

Event description:
It was confirmed that the pulse generator passed all manufacturing specifications, including proper sterilization, prior to its release. It was reported that a foreign particle obtained from the explant procedure (previously described as tissue to the connecting portion of the generator) was returned with the pulse generator, however, no foreign particle or tissue was observed upon receipt of the explanted pulse generator. Analysis of the returned pulse generator showed tool marks on the pulse generator case consistent with those typically found following a device explant procedure. Signs of discoloration were also observed on the pulse generator case, which is consistent with the adhered remnants of dried body fluids following an explant process. The septum was not cored. No other surface abnormalities (such as sharp edges, header delamination, open pockets, decomposition, corrosion or voids) were noted on this device. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.010 volts as measured during testing, shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator.